Manufacturer narrative:
No information has been received from the customer despite several attempts. Therefore, the reported problem cannot be confirmed and the cause has not been determined.

Event description:
(B)(4) facility medsun medwatch reference # : (B)(4).

Manufacturer narrative:
On (B)(6) 2015 01:23 pm (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
A facility medsun medwatch report was received stating that : a patient connected to a ventilator had difficulty breathing. The respiratory therapist reviewed the ventilator settings and discovered that the ventilator was not reading out tidal volumes on the inspiratory side but was reading out volumes on the expiratory side. The ventilator was not working properly. There was no patient harm. (B)(4).